Event description:
It was reported that the (1) er320 was used during an unknown procedure. It was reported that the clip would not feed into the jaw properly. It did not fall into the pt. The case was completed with another instrument and there was no consequence to the pt.